Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2016 the reporter contacted animas alleging the pump had lost power. Reportedly, there was moisture behind the display. There was no allegation of an adverse event associated with this complaint. This complaint is being reported because the user may be unaware that the pump has lost power, leading to under delivery.

Manufacturer narrative:
Correction to serial #.

Manufacturer narrative:
Follow-up #1 date of submission 09/30/2016. Device evaluation:the pump has been returned and evaluated by product analysis on 09/06/2016 with the following findings: a visual inspection of the pump showed evidence of moisture behind the display. The pump was unable to be fully tested due to an unresponsive keypad. There was no vibration at power up. The pump failed a leak test due to a cracked pump casing. The pump cover was opened and no damage to the power circuit was observed. Evidence of moisture was observed throughout the pump.